Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1 month after the dental implant and abutment were placed in ada site 12, the implant had obtained primary stability but not oseointegration. Clinician placed a bone graft. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist also reported that immediate load procedure was performed.

Event description:
The clinician reported that 1 month after the dental implant and abutment were placed in ada site 12, the implant had obtained primary stability but not osseointegration. Clinician placed a bone graft. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).